Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance followed by a device alert. A possible problem of the connection was supposed by the physician. The lead was revised and after re-connection with the device the lead showed high impedances of the rv (right ventricular) defib and svc (superior vena cava) coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.